Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable.

Event description:
Led lights not working, no air leaks. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary it was determined that the event was caused by the disconnection of the internal cable due to the load caused by repeated bending and external load. The device has been repaired.